Event description:
As reported. "Screwdriver tip broke off while tightening screw. (B)(6) 2023 - update. Ends with the screw head just slightly floating off the cortical bone. There is a damaged fragment that has not been found, so it is possible that it remains in the screw head."

Manufacturer narrative:
Please note the correction to d9. The reported event could be confirmed based on the inspection performed. The device inspection revealed the following: the identification of the returned screwdriver was confirmed based on the catalog # and the lot # marked. The instrument is broken at its tip, the reported event could be confirmed. Microscopic images give indication of a sudden brittle fracture, as identified due to the regular and smooth surface of the breakage. The sudden breakage is most probably a result of excessive bending and/or torsional load during use. Material integrity inspection has shown the device to be within specification. Based on investigation, the root cause was attributed to an user related issue. The failure was most probably caused by excessive bending and/or torsional load applied to the screwdriver during screw implantation. A nc and CAPA were previously initiated in order to cover the recurring situation of breakage of asnis micro cannulated screwdriver blade 2.0mm tips and to improve its design. It must be highlighted, however, that the design change was implemented prior to the manufacturing of this lot. Therefore, the nc and the CAPA in question are not directly relevant for this complaint. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported. "Screwdriver tip broke off while tightening screw. 11/14/2023 - update: ends with the screw head just slightly floating off the cortical bone. There is a damaged fragment that has not been found, so it is possible that it remains in the screw head."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.